Manufacturer narrative:
The lot number of the device used is unk, consequently the device manufacturing and exp dates are unk. A product analysis could not be performed because the product was not returned for eval; as it was disposed of at the user facility. A ship history was performed and resulted in two probable batches. A device history review (DHR) did not yield any manufacturing related cause for the reported incident. The dfu states that pt thermal injuries are a potential adverse event associated with hta procedures, and stresses the importance of maintaining and observing the cervical seal in order to reduce the potential of pt thermal injuries. Based on gathered info, it can be considered that this event was an anticipated procedural complication.

Event description:
It was reported to boston scientific corp that during a therapeutic hydrothermal ablation (hta) procedure a cervical burn was observed in the pt. The pt felt hot saline in her vagina, 7 1/2 to 8 minutes into the procedure, the hydrothermablator procedure set did not alarm. The physician pressed stop on the machine, and quickly extracted the 4 by 4 gauze pads to soak up the hot saline (physician felt approx 3-5 ccs). He aborted the procedure and noticed that the pt had a cm by cm blanching on her cervix. The burn was treated with antibiotics. The physician stated it was a second degree burn. The physician followed up 4 days later and stated the pt is healing well and intends to follow up again, in three days.